Event description:
It was reported that the mother of the patient stated the cuff on the tracheostomy tube was deflating during use (within a few hours or days). The mother is a nurse, and re cannulated the patient. The tube was discarded.